Event description:
It was reported that at the device upgrade, it was noted that the superior vena cava coil and the high voltage coil of the right ven tricular lead was nicked near the portion that inserts into the port. The physician decided to repair the insulation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2005. (B)(4).